Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking from an unspecified location. The leak was contained within the plastic wrapper which contained the device. The fluid leak was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to e1 initial reporter phone no: (updated). Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed droplets of fluid inside a yellow bag that contained the device. However, the location of leak could not be confirmed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.